Event description:
It was reported that the closure device detached from the core wire inside the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, but the device protruded excessively into the left atrium. When the physician was recapturing the device, it suddenly disconnected from the core wire, since it was not properly screwed on to the wds. The closure device was positioned inside the laa but oriented orthogonally to its axis, and no anchors were properly attached to the walls. Therefore, the physician decided to remove the device. The patient was sent to cardiac surgery. The patient underwent a sternotomy where the closure device was successfully removed. The patient did not experience any complications as a result of this event and is expected to make a full recovery.